Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 10-jul-2021, UDI#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that, in the last year or so, the patient started to experience some symptoms where they would occasionally drop things due to ¿weak hands¿. Since (B)(6) 2019, their symptoms had gotten worse and had severe numbness in their hands, lips, and could not walk. The patient wanted to know if they was any nickel in the ins and leads because they had a pre-existing allergy to nickel. The stated that if the ins was not causing this issue, they must have a ¿severe case of fibromyalgia. The patient was redirected to follow up with their healthcare professional (hcp) for the issues. Additional information received from the patient on dec. 11, 2019 reported that they were alert that there was nickel in the lead. They stated that they had an allergy to this and might be allergic to ¿some of the metals¿ used in the lead or ins. The patient had experienced numbness, weakness, could barely walk, and had a lot of cognitive issues. They also mentioned that they had been in an out of the ER. The patient indicated that they were to have the device removed at the end of the year or in (B)(6). Further information received on dec. 23, 2019 from the patient reported that they have had ¿massive problems¿ with the device and they felt it was related to the lead wire having nickel in it as they had an allergy to this. They following symptoms were reported: hand were so numb they could barely use them, they would drop things, and had ¿weird fatigue¿. The patient indicated that multiple hcps had not determined the cause of the issues. The hcp noted that it may be fibromyalgia but the patient did not believe this. The patient was sent a manual of the lead and (B)(6) how much nickel was in mp35n alloy and it was roughly 35%. As a result, the patient felt this was more evidence that the device was responsible for their issues. The patient reported that the device was removed on (B)(6) 2019 and was going to request that their hcp return the device to the manufacturer if it has not been disposed of. They also mentioned that since the device had been removed, their issues were subsiding. There were no further complications reported or anticipated.